Event description:
It was reported that the balloon of the catheter was difficult to deflate on the 7th day of use. The catheter was cut and the water was removed.

Manufacturer narrative:
The reported event was inconclusive. The sample was returned for evaluation. A potential root cause for this failure mode was inconclusive based on evaluation found no pinch or blockage on all catheter pieces. Water was able to be introduced in all returned pieces/catheter. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. Therefore, the reported event was inconclusive due to poor condition of the sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [directions for use] 1. Method of use the device is intended for single use only and is not reusable. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to deflate on the 7th day of use. The catheter was cut and the water was removed.